Manufacturer narrative:
The returned sleeve was evaluated. The threads were found to have fractured off. It is likely that this failure occurred when the device was partially threaded into a mating screw and an off-axis force was unintentionally applied or that it had slowly weakened through years of use until it eventually fractured either during use or in a process outside of surgery such as sterilization or cleaning.

Event description:
It was reported that a worn driver sleeve was found during a routine inspection. However device evaluation by zimmer biomet personnel found that the threads have fractured off. There was not a patient involved with this event.